Event description:
It was reported that a type ib occurred in an endurant ii limb which was implanted during the endovascular treatment of a 60mm aneurysm. Another endurant limb was placed during the procedure as intervention. The cause of the event was attributed to disease progression and vessel tortuosity. The event was discovered when the patient presented emergently. The issue was resolved, and the device remains implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.